Event description:
Per the clinic, the patient experienced a sudden performance decrement then telemetry could not be established. Reprogramming attempts were made, however, the issue could not be resolved, resulting in the decision to explant the device. The device was explanted (B)(6), 2010, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).